Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer reported that they had high blood glucose of 401 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer also reported that they experienced low blood glucose and treated with glucose tablets. The customer declined to troubleshoot for high and low blood glucose. The customer performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.